Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 259 mg/dl and was in the 400's mg/dl. The customer treated high blood glucose level with manual injections. The insulin pump also received a check settings alert and they were able to clear the alarm. The customer was advised that since the check settings alarm did not get cleared yesterday she was not getting her insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self-test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No checking setting alarm or prime or fill anomaly noted during testing.